Event description:
It was reported that the customer received an occlusion alarm. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, system check indicated that the pump performed as intended; however, the customer indicated that the box of cartridges had been left outside after delivery.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.